Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and isolated to the bridge board and hv module. Analysis of the bridge board identified a faulty insulated gate bi-polar transistor. Analysis of the hv module identified a faulty mode relay.